Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows the lens has one haptic that is bent. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that they were advancing a three piece silicone lens model aq2003 in the cartridge with the injector and the haptic got bent out of shape, it had no pt contact.